Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: kit svc bi71000223, pcba generator supply kit svc o2; bi71000450, power supply psi. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal procedure. It was reported that the system was beeping. They were unable to expose. There was no reported impact to patient outcome and a reported delay of less than one hour. The next action to resolve this system was to replace the power supply.